Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the very tortuous and very calcified left anterior descending (lad) artery. The lesion was predilated with a 3.0x15mm nc quantum balloon catheter and a 2.5x15mm emerge balloon catheter. A 3.0x38mm promus premier¿ stent delivery system was selected and advanced to the lesion; however the stent got stuck in the distal portion of the calcium. When the physician attempted to pull back the guide catheter, pulled down and pushed the stent off of the balloon, it was noted that the stent remained on the wire. The stent was able to be snared and was successfully removed from the patient's body. A 2.75x38mm and a 3.0x12mm unspecified devices were placed in the artery. Post dilatation was performed using a 3.0x15mm nc quantum balloon catheter and the procedure was completed. No further patient complications were reported and the patient's status was fine.